Manufacturer narrative:
(B)(4). The device was evaluated and the reported iipv was confirmed through the review of the logs. The cause of the reported issue was determined to be a false empty detected and a use error, as the initial drain alarm setting had been inappropriately programmed. The instructions in the homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the labeling for the product family will be performed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
During an evaluation of a returned homechoice (hc) machine, there was one increased intra-peritoneal volume (iipv) event identified. This occurred in the therapy initiated on (B)(6) 2013, during the night drain cycle one. The home patient's (hp) ultrafiltration reading of 1969ml, which indicated that the hp drained 1969ml more than their maximum programmed fill volume of 3000ml. No additional information is available.